Manufacturer narrative:
(B)(4).

Event description:
It was reported that abutment loosening. Tooth location #8. The abutment was removed a replaced with another one.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One certain® low profileone-piece abutment was returned for inspection. Visual inspection revealed wear about the surface and drive feature of the abutment. The threaded region is similarly worn. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: product catalog for restorative technologies instres rev 04/16. Information identified: warnings: mishandling of small components inside the patient¿s mouth carries a risk of aspiration and/or swallowing. Fracture of a restoration may occur when an abutment is loaded beyond its functional capability. Reuse of biomet 3i products that are labeled for single-use may result in product contamination, patient infection and/or failure of the device to perform as intended. A root cause for the complaint could not be determined with the information provided as the event cannot be recreated. Complaint is therefore non-verifiable. The following sections have been updated: date of this report, manufacturer, contact office, manufacturer's contact office, date received by manufacturer, checked "follow-up", checked follow-up type, changed "no" to "yes", entered evaluation codes. The following sections were corrected: reporter's name, occupation.